Manufacturer narrative:
On 11/1/2019, mentor aware that the patient was caucasian. Mentor also became aware that the patient also experienced acquired deformity of the breast after mastectomy. In addition, mentor became aware that the patient underwent bilateral removal and replacement with two non-mentor breast prostheses. Concomitant device: (right) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7466040 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during analysis of the device it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were discovered. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% visual inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction with a 700cc mentor memorygel breast implant on the left side, suffered rupture post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.